Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic experiencing diaphragmatic stimulation which could not be resolved with device reprogramming. The left ventricular lead was programmed off; the lead would not be repositioned due to the patients anatomy. The patient would be monitored.